Event description:
The patient has been revised due to osteolysis and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. No product code/lot information was provided. Although no product information was provided, based on the date of insertion, it can be assumed the product was an old style pfc tibial insert, and is now a discontinued product code. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.